Manufacturer narrative:
Model number/ catalog number: sc-2317-50, serial number: (B)(4), batch/ lot number: 5077951 / 5078176, model/ catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing excessive pain in the back and lower extremities. It was also reported that the patient was experiencing discomfort at the ipg site and was also having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced.